Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that she went to set her carbs in the morning and her pump was off. The customer's blood glucose reading was 5 mmol/l. The customer reported displayable history crc check failed on startup alarm. The customer mentioned that her blood glucose had been low all day. The customer stated that the pump turned off and she would not receive insulin. Troubleshooting was performed. The display returned after new battery insert. The insulin pump was not returned for analysis.